Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 years since the subject device was manufactured. Based on the results of the investigation, we could not identify the cause of the no echo-endo image and acoustic lens scratch which reached the glue layer. The instruction manual states the prevention method associated with the event in evis eus ultrasound gastrointestinal videoscope. Olympus gf-ue190 operation manual. Important information ¿ please read before use. Do not strike, hit, or drop the distal end, insertion tube, bending section, control section, universal cord, or endoscope connector of the endoscope. Also, do not bend, pull, or twist the distal end, insertion tube, bending section, control section, universal cord, or endoscope connector of the endoscope with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Do not coil the insertion tube or universal cord with a diameter of less than 12 cm. Equipment damage may result. Do not attempt to bend or twist the endoscope¿s insertion section with excessive force regardless of its flexibility. The insertion section may be damaged. Do not apply shock to the distal end of the endoscope, in particular the objective lens surface at the distal end of the endoscope. An abnormal endoscopic image may result. Do not twist or bend the bending section with your hands. Equipment damage may result. Do not squeeze the bending section forcefully. The covering of the bending section may stretch or break and cause water leakage. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the gastrointestinal videoscope experienced no image. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.